Event description:
It was reported patient underwent a foot procedure utilizing a 2.5mm lock plate on (B)(6) 2011. Subsequently, patient alleges plate and screws were fractured while walking. No revision has occurred to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4). Depuy also sold the product that is the subject matter to the healthcare provider involved. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.